Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s mother that the implantable cardiac monitor (icm) is "able to move" and the device "feels like it is in two pieces". Communication with the clinic indicates the patient has not been seen since the report. The device remains in use. No patient complications have been reported as a result of this event